Event description:
Found during inspection. According to the reporter, the device displayed the service wrench and attention icons. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio control is continuing to investigate the reported incident.